Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 81cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The tip was not damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-aug-2015 it was reported that crossing difficulties were encountered. The 70% stenosed, 24x3.25mm target lesion was located in the left main (lm) artery. A 3.25mm x 12mm quantum&#10253;averick&#10272; balloon catheter was selected to dilate the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.